Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrections: d4 - lot # (should be blank), d9 - date returned to mfg(should be 12/23/2025) updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by corrosion on the plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the light guide lens and connecting tube, and a b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope had an image fault error code. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.